Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. Proposed component code: mechanical (g04) head. Visual examination of the returned product identified spherical surface shows nicks and scratches. Blue mark is noted on the head. Taper hole shows dark foreign debris around the taper wall circumference and hole bottom. No other damage was noted. Size conforming to specifications. The stem remains implanted. Device was submitted for further analysis. Analysis determined eds semi-quantitative elemental analysis of the taper surface showed combinations of biological material containing c. N, o, p, s, k, cl and ca. There was also a cocrmo substrate material that showed elevated levels of cr, mo, and o, possibly evidence of corrosion products. With titanium as well, which was possibly a transfer from the stem taper. Possible signs of light pitting and etching were also observed on the taper surface, which appeared to be filled with deposits. A consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris." Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision occurred due to pain and symptoms consistent with macc and altr/alval. The head and liner were revised, with black marks noted on the femoral head. The implants were satisfactory without malposition, loosening, or osteolysis. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records and returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right total hip arthroplasty performed. Subsequently, the patient was revised sixteen (16) years post implantation due to pain and systemic symptoms consistent with mechanically assisted crevice corrosion and adverse local tissue reaction / alval. The head and liner were revised, and the remaining implants remained intact, well-fixed, and in good position.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . D10: 00771101100 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset (B)(6). 00620205622 shell porous with cluster holes 56 mm (B)(6) 00630505632 liner standard 32 mm i.d. For use with 56 mm o.d. Shell (B)(6) 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length (B)(6).

Manufacturer narrative:
(B)(4). D10: unknown stem unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised. The surgeon states alval occurred and during the revision of the m/l taper with a cocr head, corrosion was present. Attempts have been made and no further information has been provided.